Manufacturer narrative:
Additional information: additional information provided by the account contact person indicated that they were unable to determine from the operative report if the implant came in contact with the patient¿s eye. It was confirmed that there was no patient injury. The date of surgery was reported to be (B)(6) 2020. The it was noted that the resident doctor was dr. Sarah glass and the attending surgeon/resident supervision was dr. Angela jiang. Corrected data: in the initial emdr report, the best estimate date of event of (B)(6) 2020 was entered in section 'b3' which is incorrect. Therefore, the correct date of event has been captured in this supplemental emdr report. The following field was updated accordingly: section b3: date of event: (B)(6) 2020 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2020. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that the intraocular lens was found to be defective on attempted insertion, so insertion was aborted and a new intraocular lens was obtained. There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. A replacement lens of the same model and diopter was used. No complication with the patient was reported. It was noted that the lens is not available for return. No further information was provided.